Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the sample probe, r2 syringe and the glucose lamp to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high glu (glucose) on the au680 clinical chemistry analyzer. The high results were released out of the lab and corrected. There was no change in patient treatment in association with this event. Calibration and qc were reported acceptable prior to the event.